Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.75-3mm x 26mm, eccentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2.75x20mm emerge balloon catheter resulting to 33% residual stenosis. A 20x2.75mm rebel bms stent was used for treatment. However, the device was unable to cross the lesion. When the device was removed, it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.